Event description:
FDA/medsun report received on (B)(6) 2014 concerning component issue with use of a1003 6" smallbore ext. Set microclave and nano clave connectors. The medsun report describes the incident as follows "rn noted the connector closest to the IV stayed depressed. ...removed and replaced. There was no injury to the pt..." Device returned: one (1) used a1003, smallbore ext set and one (1) used single microclave connector were returned for analysis. Although requested, no additional access devices, syringes or the mating devices involved in the set-up were returned. Mfgers. Investigation: visual inspection and analysis (pre and post decontamination) of the returned used devices was performed. The results recorded the a1003 sets nanoclave connectors' silicone was recessed, the spike component was bent/damaged. The returned used single microclave connector silicone was not depressed, was reset to correct position. The report did note there was evidence of residual blood between the microclave connectors silicone plug and spike.

Manufacturer narrative:
Based on the visual analysis of the ¿as ¿received¿ a1003 ext. Set the reported product issue was confirmed. Additional engineering analysis: the returned used a1003 sets nanoclave connector was dissembled and evaluated. The engineers report documented the silicone plug was torn/damaged with a depression on the top surface. This type of component damage is caused when device is accessed/used with an incompatible mating device. The a1003 nanoclave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062¿ and 0.110¿. Findings: visual analysis of the returned used a1003 set confirmed the reported product (component) issue. The engineering analysis and investigation documented the identified a1003 sets nanoclave connector exhibited damages that were consistent with use of incompatible mating and access devices. The manufacturer has provided the reporting facility the returned device investigation report, photographs taken during the investigation for their review and records. Additionally, the manufacturer has conducted site visits and re inservicing with staff and clinical management to ascertain their understanding of the devices intended usage and performance features as well as to review various usage, set-up applications.